Event description:
It was reported patient underwent a revision procedure fifteen years post implantation due to loosening and wear. The surgeon suspected that the loosening might be caused by wear of the polyethene articular surface prosthesis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: articular surface catalog # 00596003012, lot # 60631354. Stemmed tibial component catalog # 00598003702, lot # 60650686. Report source: japan. Component code: mechanical g4 femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Multiple MDR reports were filled for this event: 0001822565-2023-00317, and 0002648920-2023-00066. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.